Event description:
The customer biomedical engineer (biomed) reported that they were getting information on the central station (pic ix) but they aren't able to hear the alarm. There was no adverse event or patient harm reported.